Event description:
A complaint was received from a customer that reported the dex system would not "come on" and only display an error code. During the investigation it was learned that there were several segments missing from the "hundreds unit". Also the customer reported that they have never received a reading from this meter and therefore never taken any medication based on this meter. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.